Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 2.50 x 24mm synergy drug eluting stent was unable to cross the target lesion and the distal part of the stent was observed to be flared. The procedure was completed with a different size synergy stent. No patient complications were reported.